Event description:
Event description guidant received information that during the prophylactic replacement of this device, which was included in the second population as described in guidant's january 21, 2006 physician letter, resistance was encountered when attempting to remove this chronic atrial lead from the header of the device. As the lead was pulled, the terminal pin separated from the coil as the lead body was freed from the header. It was later questioned whether the distal setscrew on the header had been completely loosened prior to attempting lead removal. The lead was surgically abandoned and another model was successfully placed.